Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of no image, intermittent error e216 (scope communication error code) was caused by a component failure. However, white residue at auxiliary channel also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image, intermittent error e216 (scope communication error code) and white residue at auxiliary channel it side. There was no patient involvement.